Manufacturer narrative:
D10 concomitant devices: (B)(6), 350-42-42 - tibial insert mb sz 2 rt 10mm; (B)(6), 351-90-20 - tubercle pin pouch; (B)(6), 350-02-02e - talus -right- sz 2 - EU; (B)(6), 351-90-24 - talar trial screw pouch; (B)(6), 351-90-22 - 2.5 pin pouch; (B)(6), 350-32-03 - tibial plate mb sz 3 rt; (B)(6), 351-90-21 - 3.5 pin pouch. H3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that this patient's left ankle was revised approximately 3 months post op. Patient presented with infection. Tibial insert was replaced, tibial plate and talar component were retained. The tibial component for the right prothesis had lost fixation from surrounding bone, most likely due to infection. All prothesis from the right side were removed, and a cement block was put in leu until adequate revision could take place. Patient was last known to be in stable condition following the event.